Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Customer changed infusion set and ultimately reverted to an alternate method of insulin delivery. Customers blood glucose was 233 mg/dl.